Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this pacing system revealed extended pauses in atrial capture. The device had been programmed in aai configuration, therefore, atrial therapy was critical. A chest x-ray was performed and revealed insulation damage on the atrial lead. Upon review of the device memory, it was noted that a true episode of ventricular tachycardia had been recorded and had received therapy which terminated it. The episodes this patient had may have been initiated by a long pause in the ventricle as extended pauses in ventricular capture were also noted. There was no report of syncope due to the loss of capture. The device was then reprogrammed to vvi configuration with no extended pacing pauses. The pacing system remains implanted. No adverse patient effects reported.